Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's driveline sheath had a crack approximately 15 cm from the connector. It was also stated that previous driveline repair remained intact, but new crack is approximately 5 cm from the existing repair. It was stated that the log files have been sent in. On (B)(6) 2017 the service repair was stated to have been done as an outpatient setting. It was stated that the procedure was discussed with the patient and no pump stops occurred during the repair session. It was further stated that the action taken resolved the problem of the crack. No additional information available.

Manufacturer narrative:
Hw10818 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed cracking of the outer sheath 5cm from existing repair, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.